Event description:
The pt was implanted with two leads from the same lot number. One of the leads (left) was previously explanted and replaced (ref. Medwatch # 1627487-2014-26709). It is undetermined which lead was for the left or right side. It was reported the pt experienced ineffective stimulation on her right side. A lead diagnostics revealed multiple invalid lead contacts. F/u identified the pt's right side lead was explanted and replaced on(B)(6) 2014. Add'l f/u identified the pt is reportedly receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.